Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for other chronic/intract pain ( trunk/limbs) and spinal pain. The reason for call was the patient stated that their device was removed last thursday ((B)(6) 2021) because it wasn't helping their symptoms. The patient stated that the therapy helped at first but then it became "more ineffective than it was effective". They said they had "some success in the beginning but it was short term, and then they tried the high frequency settings and it helped for awhile but then they got more compression in their neck and more issues. They eventually just decided it was a battle and to have it taken out". When asked if the patient remember when they found the therapy stopped helping them, they said the therapy helped for "about the first two years or so out of the 5 years they had it" (date/month/year was not determined).